Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47 cm proximal to the lead tip. The distal fragment was analysed. An explantation aid was still inserted in the lead. The returned distal lead fragment was visually analysed. The analysis showed multiple abrasion marks along the lead fragment. In particular approx. 36 cm proximal to the lead tip the insulation was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as deformed shock coils, deformed lead tip and unavailable ring-electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced (B)(6) 2019 due to noise. On (B)(6) 2019, this capped lead was explanted. The reason for the explant of the capped lead is unknown at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.